Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction and inserted through the teflon sheath, which was inserted into the pts' left femoral artery. "Soon after the catheter was inserted into the pt, the pump alarmed "ap fos signal weak." At this time, the md removed the iab and the sheath as one unit. A new iab was inserted through a teflon sheath (same insertion site) and worked without any problems. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt outcome is "good."